Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported the aligners cause their tooth to chip and have a rigid. For their bottom teeth the aligners caused too severe of pain they had to stop treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.